Event description:
Legal claim was received. The patients medical records indicate the patient was revised to address a dislocated cup of a right total hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised to address a dislocated cup of a right total hip. Additional information: litigation papers allege, the patient was revised due to hip pain, a loosened acetabular component, osteolysis, dislocation, and other injuries due to defects in the asr hip implant. Papers also allege excessive chromium and cobalt blood levels.